Event description:
A pt reported experiencing inaccurate low results with a lifescan meter. The pt's blood glucose rsults were 93mg/dl (meter), 141mg/dl (lab). Tests were done within 15 minutes with a difference of 26%. Pt did not experience any adverse events. No further info has been reported.